Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was 400 mg/dl and she experienced symptoms of vomiting. The patient's mother transported her to the hospital. The blood glucose results at the hospital were not provided. The patient was treated with insulin administration intravenously. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.